Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after ten (10) months due to severe homograft aortic insufficiency. It was learned that the patient had a long history of IV drug abuse and presented for a third-time sternotomy. Upon visualization, the valve essentially was completely destroyed with no viable leaflets. This was replaced with a 23mm pericardial bioprosthesis after an aortic root enlargement and reconstruction of the noncoronary sinus of valsalva. The patient tolerated the procedure well and was transferred to the cardiovascular recovery (cvr) unit in stable condition.

Manufacturer narrative:
Device not returned: additional manufacturer narrative aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency (ai), occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. In this case, the patient had a history of IV drug abuse which likely contributed to the event. Advances in valve design and bioprosthetic material have been made with the intention of reducing regurgitation by providing more efficient hemodynamics and longer tissue durability. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.